Event description:
Boston scientific received information that this patient received multiple shocks for sinus tachycardia, and therapy was exhausted. It also appeared that the shocks accelerated the sinus tachycardia. The field representative consulted with boston scientific technical services (ts) as to why the shocks were delivered, and it was reviewed that the device thought there were dueling atrial and ventricular arrhythmias. Programming options were discussed. Additional information was received that the patient had a cardiac catheterization that was negative and device reprogramming was done. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.